Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the patient had the stimulator moved from the buttock to their abdomen in (B)(6) 2015 because the stimulator was starting to turn and flip in the pocket.

Event description:
It was reported that the patient was unhappy with their stimulator placement and had a revision. It was relocated to the abdomen. As of (B)(6) 2015, the patient was doing well and receiving good therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).